Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unspecified time. The patient claimed he manages his diabetes with insulin. At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. The patient stated he became lightheaded, shaky, sweaty, and tired after the alleged issue began. On (B)(6) 2011, the patient stated emergency medical services (ems) was notified for assistant. According to the patient, he was administered a glucagon injection and was then tested by the ems meter with a reading of "135 mg/dl", but was taken to the hospital when he passed out. It is not known what kind of additional treatment, if any, the patient received after he was brought to the hospital. At the time of troubleshooting, the cca noted the correct test strips were used, patient's process for testing was correct, there was no misused of the meter, the meter had been used before, and the alleged error message did not occur after the power button was pressed. The alleged error messaged was not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter has passed testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however, a secondary issue was noted on performance testing with control solution did not trigger. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.